Event description:
Legal counsel for the patient alleges the patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, altered gait, clicking, tenderness, limited range of motion and loose femoral stem. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates that the revision procedure performed (B)(6) 2012 was due to pain and a loose femoral stem. All components were removed and replaced.

Event description:
Legal counsel for the patient alleges the patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012, due to patient alleged pain, altered gait, clicking, tenderness, damage to surrounding bone and tissue and limited range of motion. Patient's legal complaint also alleges the stem was loose during the revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00611 and 01742 & 01752).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.